Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user dropped their ilet in water while shaving. Following the incident, the ilet displayed only a white screen, even when placed on the charging pad. A replacement was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.